Event description:
A customer contacted beckman coulter inc. (Bci) to report electrolyte injection cup (eic) overflowed after maintenance was performed. No injury or exposure was reported.

Manufacturer narrative:
Customer technical support (cts) advised the customer do a complete power down of the dxc unit. Customer stated that the power down reboot did not resolve the problem with the overflowing eic cup. On (B)(4) 2011, a bci field service engineer (fse) replaced waste solenoid on eic cup and the issue is resolved.